Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The fse confirmed the autofill issue in the device logs. The manifold fill assembly, bracket, purge valve assembly, hose assembly, pressure tubing assembly, vacuum tubing assembly, vacuum hose assembly, tubing, and drive manifold insulator were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. No patient harm, serious injury or adverse event was reported.